Event description:
Patient undergoing a total laparoscopic hysterectomy (tlh) with bilateral salpingectomy. An endostitch was used and after two sutures applied the straight needle broke in half. One half of the needle was retrieved, the rest was unable to be found and was too small to be seen on x-ray. It is unknown if the retained piece was pulled up in suction.